Manufacturer narrative:
Unit was received with compromised force sensor system alarm during basic occlusion test due to moisture damage at force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Unit was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained lcd resilient cover, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 8.9 mmol/l. The insulin pump will be returned for analysis.